Event description:
It was reported that the pump display had a pixel issue that affected the customer's ability to interact with and read the screen. The customers blood sugar level was 520 mg/dl. Customer "gave himself insulin" to address bg. Further information was not provided. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.